Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation also found that the water tightness was lost due to the wear of the zoom lever, adhesive around the light guide lens was peeled, adhesive around objective lens was peeled, switch box had a scratch, switch #4 had wear, switch #1 and #3 had a scratch, paint on the suction cylinder was peeled, suction cylinder was shaved, lever had a scratch, forceps elevator lever and knob had a scratch, plastic distal end cover had a scratch, right/left knob had a scratch, control unit had discoloration and a scratch, water removal ability and water supply volume did not meet the standard value due to clogging of nozzle, adhesive on bending section cover had a chip, forceps elevator knob rotates concurrently due to the damage on the right/left knob, right/left knob did not move smoothly due to damage of the right/left knob, the play of the upward/downward knob was out of the standard value due to wear of angle wire, bending angle in up direction did not meet the standard value due to wear of angle wire, upward/downward knob had a scratch, grip had a scratch, image guide protector had a scratch, universal cord had a scratch and a wrinkle, protector of universal cord on control section side had a scratch, protector of universal cord on suction connector side had a scratch, scope connector cover unit had a scratch, flexibility adjustment ring had a scratch, and the connecting tube had a scratch. The device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer bid not have any idea about the origin of the found foreign material. Additionally, it is unknown if there was any delay in the start of the pre-cleaning, if the air/water nozzle was flushed with water and air, if there were any abnormalities in the accessories used for reprocessing, or if the customer immersed the endoscope in the detergent solution. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges and flushed the air/water nozzle with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope air flow was weak. The issue was found during an unspecified procedure. The intended procedure was completed with the same set of equipment. There were no reports of delays. The device was returned for evaluation. During the device evaluation, it was found that the nozzle contained a foreign object. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material in the nozzle¿, was confirmed. It could not be specified what the foreign material was. The root cause of the remaining foreign material could not be identified since it was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.